Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure sterilization, thermachoice". The patient's medical history included cholecystectomy on (B)(6) 2012, gerd, type 2 diabetes mellitus, menstrual cramp, stomach pain, hypertension, fibroids, perineal pain, uterine leiomyoma, peritoneal adhesions, shellfish allergy, ovarian cyst, multiparous, dysmenorrhea, cesarean section (2) and fibroids. Concurrent conditions included abdominal pain, uterine bleeding and back pain. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2011 to (B)(6) 2011 for contraception as well as nsaids since (B)(6) 2008 and paracetamol (acetaminophen) since 2008. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal/yeat infection"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2012, the patient experienced device expulsion ("there has been expulsion bilaterally on neither essure devices is present"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and vulvovaginal mycotic infection was resolving, the device expulsion, menorrhagia, depression and anxiety outcome was unknown and the vaginal haemorrhage and menstrual disorder had resolved. The reporter considered anxiety, depression, device expulsion, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: as per the patient notes stated on (B)(6) 2010: patient complaints of essure came out and having heavy. Bleeding. As per the patient notes stated on (B)(6) 2012: patients essure coils came out last week. Essure insertion (B)(6) 2012 (discrepancy noted)- as per mr. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Unilateral occlusion (left tube occluded), malposition of essure device, expulsion of essure device. Pregnancy test was negative. Small cervical cysts, otherwise normal pelvic ultrasound. Unsatisfactory placement of both essure devices. There has been expulsion bilaterally on neither essure devices is present. Left fallopian tube is occluded. Right fallopian tube remains patent. Patient cannot rely on essure for birth control as the essure devices have both expelled. Pathology test - on (B)(6) 2016: final diagnosis uterus, bilateral oviducts, resection: cervix without diagnostic alterations. Serosal adhesions. Proliferative endometrium. Adenomyosis. Subserosal leiomyoma. Left and right oviducts without diagnostic alterations. Clinical information fibroids, pelvic pain. Gross description "a, white, uterus and tubes." Received is a 113-gram, 9.7 x 5.2 x 3.8 cm uterus with attached cervix. There are moderate serosal adhesions. The ectocervix is 3.1 cm in diameter and the os is patent. The endometrium is tan and up to 0.3 cm. The myometrium is pink-tan and up to 2.1 cm. There is a 2.6 cm subserosal nodule. The nodule ranges from white-tan to yellow-tan and is focally calcified. Attached to the uterus are the bilateral fallopian tubes. The left fallopian tube is 5.2 x 0.4 cm. The right fallopian tube is 5.3 x 0.4 cm. "A1 ," cervix; "/>:2. ," serosa adhesions; "a3 ," endomyometrium; "a4," uterine nodules; "a5," random sections proximal and fimbriated ends of left fallopian tube; "a6," random sections proximal and fimbriated ends of right fallopian tube. Pregnancy test - on (B)(6) 2012: negative. Ultrasound scan - on (B)(6) 2012: reveals the uterus to be normal position and in the midline. The uterus measures 5.6 cm maximum tundal diameter and is 10.9 cm in length. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: pelvic pain, menorrhagia, uterine leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: plaintiff fact sheet and medical record received. Reporter information updated. Patient demographic information updated. Product information details updated. Product indication female sterilization updated essure start date and stop date updated. Other relevant history and lab data updated. Outcome events pelvic pain changed from "unknown" to "recovering/resolving". Events: abnormal bleeding vaginal, menorrhagia, expulsion of essure device, infection (bladder/ urinary tract/vaginal) type: vaginal, medical device monitoring error , menstrual disorder , psychological or psychiatric problems condition: depression, psychological or psychiatric problems condition: mental anguish, yeast infection newly added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure sterilization, thermachoice. The patient's medical history included cholecystectomy on (B)(6) 2012, gerd, type 2 diabetes mellitus, menstrual cramps, stomach pain, hypertension, fibroids, perineal pain, uterine leiomyoma, peritoneal adhesions, shellfish allergy, ovarian cyst, multiparous, dysmenorrhea, multiple cesarean sections (2) and fibroids. Previously administered products included for prevent pregnancy: depo-provera shot. Concurrent conditions included abdominal pain, uterine bleeding and back pain. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2011 to (B)(6) of 2011 for contraception as well as famotidine since (B)(6) 2011, metformin since (B)(6) 2016, nsaids since 2008 and paracetamol (acetaminophen) since 2008. On (B)(6) 2011, the patient had essure inserted. In (B)(6) of 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2012, the patient experienced device expulsion ("there has been expulsion bilaterally on neither essure devices is present"), 2 months 25 days after insertion of essure. In (B)(6) of 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia / abnormal menstrual bleeding"). On an unknown date, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal/yeat infection") and menstrual disorder ("abnormal menstrual bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and vulvovaginal mycotic infection was resolving, the device expulsion, depression and anxiety outcome was unknown and the vaginal haemorrhage, menorrhagia and menstrual disorder had resolved. The reporter considered anxiety, depression, device expulsion, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: as per the patient notes stated on (B)(6) 2010: patient complaints of essure came out and having heavy. Bleeding. As per the patient notes stated on (B)(6) 2012: patients essure coils came out last week. Essure insertion (B)(6) 2012 (discrepancy noted)- as per mr discrepancy noted in insertion date- (B)(6) 2011 (as per current pfs) discrepancy noted in date of insertion (B)(6) of 2008 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: essure device was successfully occluded. Unilateral occlusion (left tube occluded), malposition of essure device, expulsion of essure device. Pregnancy test was negative. Small cervical cysts, otherwise normal pelvic ultrasound. Unsatisfactory placement of both essure devices. There has been expulsion bilaterally on neither essure devices is present. Left fallopian tube is occluded. Right fallopian tube remains patent. Patient cannot rely on essure for birth control as the essure devices have both expelled. Pathology test - on (B)(6) 2016: final diagnosis uterus, bilateral oviducts, resection: cervix without diagnostic alterations. Serosal adhesions. Proliferative endometrium. Adenomyosis. Subserosal leiomyoma. Left and right oviducts without diagnostic alterations. Clinical information fibroids, pelvic pain. Gross description "a, white, uterus and tubes." Received is a 113-gram, 9.7 x 5.2 x 3.8 cm uterus with attached cervix. There are moderate serosal adhesions. The ectocervix is 3.1 cm in diameter and the os is patent. The endometrium is tan and up to 0.3 cm. The myometrium is pink-tan and up to 2.1 cm. There is a 2.6 cm subserosal nodule. The nodule ranges from white-tan to yellow-tan and is focally calcified. Attached to the uterus are the bilateral fallopian tubes. The left fallopian tube is 5.2 x 0.4 cm. The right fallopian tube is 5.3 x 0.4 cm. "A1 ," cervix; "/>:2. ," serosa adhesions; "a3 ," endomyometrium; "a4," uterine nodules; "a5," random sections proximal and fimbriated ends of left fallopian tube; "a6," random sections proximal and fimbriated ends of right fallopian tube. Pregnancy test - on (B)(6) 2012: negative. Ultrasound scan - on (B)(6) 2012: reveals the uterus to be normal position and in the midline. The uterus measures 5.6 cm maximum tundal diameter and is 10.9 cm in length. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records : pelvic pain, menorrhagia, uterine leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Outcome of event menorrhagia were updated. Onset date of event vaginal haemorrhage, menorrhagia¸ depression, anxiety, pelvic pain were updated. Historical drug, concomitant drug were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('physical pain'). In a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure sterilization, thermachoice". The patient's medical history included: cholecystectomy on (B)(6) 2012, gerd, type 2 diabetes mellitus, menstrual cramps, stomach pain, hypertension, fibroids, perineal pain, uterine leiomyoma, peritoneal adhesions, shellfish allergy, ovarian cyst, multiparous, dysmenorrhea, multiple cesarean sections. (2) and fibroids. Previously administered products included: for prevent pregnancy; depo-provera shot. Concurrent conditions included: abdominal pain, uterine bleeding and back pain. Concomitant products included: medroxyprogesterone acetate (depo provera)16-may-2011 to december 2011 for contraception as well as famotidine since 13-jun-2011, metformin since 5-jul-2016, nsaids since 2008 and paracetamol (acetaminophen) since 2008. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced, pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2012, the patient experienced, device expulsion ("there has been expulsion bilaterally on neither essure devices is present"), 2 months 25 days after insertion of essure. In (B)(6) 2012, the patient experienced, vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia / abnormal menstrual bleeding"). On an unknown date, the patient experienced, vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal), type: vaginal/yeat infection") and menstrual disorder ("abnormal menstrual bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and vulvovaginal mycotic infection was resolving. The device expulsion, depression and anxiety outcome was unknown. And the vaginal haemorrhage, menorrhagia and menstrual disorder had resolved. The reporter considered anxiety, depression, device expulsion, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: as per the patient notes stated, on (B)(6) 2010: patient complaints of essure came out and having heavy bleeding. As per the patient notes stated, on (B)(6) 2012: patients essure coils came out last week. Essure insertion (B)(6) 2012 (discrepancy noted), as per mr discrepancy noted, in insertion date (B)(6)2011 (as per current pfs) discrepancy noted, in date of insertion (B)(6) 2008 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012, essure device was successfully occluded. Unilateral occlusion (left tube occluded), malposition of essure device, expulsion of essure device. Pregnancy test was negative. Small cervical cysts, otherwise normal pelvic ultrasound. Unsatisfactory placement of both essure devices. There has been expulsion bilaterally on neither essure devices is present. Left fallopian tube is occluded. Right fallopian tube remains patent. Patient cannot rely on essure for birth control as the essure devices have both expelled. Pathology test: on (B)(6) 2016, final diagnosis: uterus, bilateral oviducts, resection cervix without diagnostic alterations. Serosal adhesions. Proliferative endometrium. Adenomyosis. Subserosal leiomyoma. Left and right oviducts without diagnostic alterations. Clinical information: fibroids, pelvic pain. Gross description "a white uterus and tubes", received is a 113-gram, 9.7 x 5.2 x 3.8 cm, uterus with attached cervix. There are moderate serosal adhesions. The ectocervix is 3.1 cm in diameter and the os is patent. The endometrium is tan and up to 0.3 cm. The myometrium is pink-tan and up to 2.1 cm. There is a 2.6 cm subserosal nodule. The nodule ranges from white-tan to yellow-tan and is focally calcified, attached to the uterus are the bilateral fallopian tubes. The left fallopian tube is 5.2 x 0.4 cm. The right fallopian tube is 5.3 x 0.4 cm. "A1", cervix ; "2", serosa adhesions; "a3", endomyometrium; "a4", uterine nodules; "a5", random sections proximal and fimbriated ends of left fallopian tube; "a6", random sections proximal and fimbriated ends of right fallopian tube. Pregnancy test: on (B)(6) 2012, negative. Ultrasound scan: on (B)(6) 2012, reveals the uterus to be normal position and in the midline. The uterus measures 5.6 cm maximum tundal diameter and is 10.9 cm in length. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed, in patient¿s medical records: pelvic pain, menorrhagia, uterine leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), vaginal haemorrhage ('abnormal bleeding vaginal') and menorrhagia ('menorrhagia / abnormal menstrual bleeding') in a 35-year-old female patient who had essure (batch no. 623217,919039) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure sterilization, thermachoice ,". The patient's medical history included cholecystectomy on (B)(6) 2012, gerd, type 2 diabetes mellitus, menstrual cramps, stomach pain, hypertension, fibroids, perineal pain, uterine leiomyoma, peritoneal adhesions, shellfish allergy, ovarian cyst, multiparous, dysmenorrhea, multiple cesarean sections (2) and fibroids. Previously administered products included for prevent pregnancy: depo-provera shot. Concurrent conditions included abdominal pain, uterine bleeding and back pain. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2011 to (B)(6) 2011 for contraception as well as famotidine since (B)(6) 2011, metformin since (B)(6) 2016, nsaids since 2008 and paracetamol (acetaminophen) since 2008. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2012, the patient experienced device expulsion ("there has been expulsion bilaterally on neither essure devices is present"), 2 months 25 days after insertion of essure. In june 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal/yeat infection") and menstrual disorder ("abnormal menstrual bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and on (B)(6) 2012 underwent ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection and menstrual disorder had resolved and the device expulsion, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device expulsion, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: as per the patient notes stated on (B)(6) 2010: patient complaints of essure came out and having heavy. Bleeding. As per the patient notes stated on (B)(6) 2012: patients essure coils came out last week. Patient received treatment for breakage/expulsion essure insertion (B)(6) 2012 (discrepancy noted)- as per mr discrepancy noted in insertion date- (B)(6) 2011 (as per current pfs) discrepancy noted in date of insertion (B)(6) 2008 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Unilateral occlusion (left tube occluded), malposition of essure device, expulsion of essure device. Pregnancy test was negative. Small cervical cysts, otherwise normal pelvic ultrasound. Unsatisfactory placement of both essure devices. There has been expulsion bilaterally on neither essure devices is present. Left fallopian tube is occluded. Right fallopian tube remains patent. Patient cannot rely on essure for birth control as the essure devices have both expelled. Pathology test - on (B)(6) 2016: final diagnosis uterus, bilateral oviducts, resection: cervix without diagnostic alterations. Serosal adhesions. Proliferative endometrium. Adenomyosis. Subserosal leiomyoma. Left and right oviducts without diagnostic alterations. Clinical information fibroids, pelvic pain. Gross description "a, white, uterus and tubes." Received is a 113-gram, 9.7 x 5.2 x 3.8 cm uterus with attached cervix. There are moderate serosal adhesions. The ectocervix is 3.1 cm in diameter and the os is patent. The endometrium is tan and up to 0.3 cm. The myometrium is pink-tan and up to 2.1 cm. There is a 2.6 cm subserosal nodule. The nodule ranges from white-tan to yellow-tan and is focally calcified. Attached to the uterus are the bilateral fallopian tubes. The left fallopian tube is 5.2 x 0.4 cm. The right fallopian tube is 5.3 x 0.4 cm. "A1 ," cervix; "/>:2. ," serosa adhesions; "a3 ," endomyometrium; "a4," uterine nodules; "a5," random sections proximal and fimbriated ends of left fallopian tube; "a6," random sections proximal and fimbriated ends of right fallopian tube.. Pregnancy test - on (B)(6) 2012: negative. Ultrasound scan - on (B)(6) 2012: reveals the uterus to be normal position and in the midline. The uterus measures 5.6 cm maximum tundal diameter and is 10.9 cm in length.. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records : pelvic pain, menorrhagia, uterine leiomyoma. Lot number: 623217 manufacturing date: 2009-03 expiration date: 2012-03. Lot number: 919039 manufacturing date: 2011-11 expiration date: 2014-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), vaginal haemorrhage ('abnormal bleeding vaginal') and menorrhagia ('menorrhagia / abnormal menstrual bleeding') in a 35-year-old female patient who had essure (batch no. 623217,919039) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure sterilization, thermachoice ,". The patient's medical history included cholecystectomy on (B)(6) 2012, gerd, type 2 diabetes mellitus, menstrual cramps, stomach pain, hypertension, fibroids, perineal pain, uterine leiomyoma, peritoneal adhesions, shellfish allergy, ovarian cyst, multiparous, dysmenorrhea, multiple cesarean sections (2) and fibroids. Previously administered products included for prevent pregnancy: depo-provera shot. Concurrent conditions included abdominal pain, uterine bleeding and back pain. Concomitant products included medroxyprogesterone acetate (depo provera)(B)(6) 2011 to (B)(6) 2011 for contraception as well as famotidine since (B)(6) 2011, metformin since (B)(6) 2016, nsaids since 2008 and paracetamol (acetaminophen) since 2008. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2012, the patient experienced device expulsion ("there has been expulsion bilaterally on neither essure devices is present"), 2 months 25 days after insertion of essure. In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal/yeast infection") and menstrual disorder ("abnormal menstrual bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and on (B)(6)2012 underwent ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and vulvovaginal mycotic infection was resolving, the vaginal haemorrhage, menorrhagia and menstrual disorder had resolved and the device expulsion, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device expulsion, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: as per the patient notes stated on (B)(6) 2010: patient complaints of essure came out and having heavy. Bleeding. As per the patient notes stated on (B)(6) 2012: patients essure coils came out last week. Essure insertion (B)(6) 2012 (discrepancy noted)- as per mr discrepancy noted in insertion date- (B)(6) 2011 (as per current pfs) discrepancy noted in date of insertion (B)(6) 2008 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Unilateral occlusion (left tube occluded), malposition of essure device, expulsion of essure device. Pregnancy test was negative. Small cervical cysts, otherwise normal pelvic ultrasound. Unsatisfactory placement of both essure devices. There has been expulsion bilaterally on neither essure devices is present. Left fallopian tube is occluded. Right fallopian tube remains patent. Patient cannot rely on essure for birth control as the essure devices have both expelled. Pathology test - on (B)(6) 2016: final diagnosis uterus, bilateral oviducts, resection: cervix without diagnostic alterations. Serosal adhesions. Proliferative endometrium. Adenomyosis. Subserosal leiomyoma. Left and right oviducts without diagnostic alterations. Clinical information fibroids, pelvic pain. Gross description "a, white, uterus and tubes." Received is a 113-gram, 9.7 x 5.2 x 3.8 cm uterus with attached cervix. There are moderate serosal adhesions. The ectocervix is 3.1 cm in diameter and the os is patent. The endometrium is tan and up to 0.3 cm. The myometrium is pink-tan and up to 2.1 cm. There is a 2.6 cm subserosal nodule. The nodule ranges from white-tan to yellow-tan and is focally calcified. Attached to the uterus are the bilateral fallopian tubes. The left fallopian tube is 5.2 x 0.4 cm. The right fallopian tube is 5.3 x 0.4 cm. "A1 ," cervix; "/>:2. ," serosa adhesions; "a3 ," endomyometrium; "a4," uterine nodules; "a5," random sections proximal and fimbriated ends of left fallopian tube; "a6," random sections proximal and fimbriated ends of right fallopian tube.. Pregnancy test - on (B)(6) 2012: negative. Ultrasound scan - on (B)(6) 2012: reveals the uterus to be normal position and in the midline. The uterus measures 5.6 cm maximum tundal diameter and is 10.9 cm in length.. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records : pelvic pain, menorrhagia, uterine leiomyoma. Most recent follow-up information incorporated above includes: on 11-may-2020: pfs received : lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), vaginal haemorrhage ('abnormal bleeding vaginal') and menorrhagia ('menorrhagia / abnormal menstrual bleeding') in a 35-year-old female patient who had essure (batch no. 623217,919039) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure sterilization, thermachoice ,". The patient's medical history included cholecystectomy on (B)(6) 2012, gerd, type 2 diabetes mellitus, menstrual cramps, stomach pain, hypertension, fibroids, perineal pain, uterine leiomyoma, peritoneal adhesions, shellfish allergy, ovarian cyst, multiparous, dysmenorrhea, multiple cesarean sections (2) and fibroids. Previously administered products included for prevent pregnancy: depo-provera shot. Concurrent conditions included abdominal pain, uterine bleeding and back pain. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2011 for contraception as well as famotidine since (B)(6) 2011, metformin since (B)(6) 2016, nsaids since 2008 and paracetamol (acetaminophen) since 2008. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2012, the patient experienced device expulsion ("there has been expulsion bilaterally on neither essure devices is present"), 2 months 25 days after insertion of essure. In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal/yeat infection") and menstrual disorder ("abnormal menstrual bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and on (B)(6) 2012 underwent ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection and menstrual disorder had resolved and the device expulsion, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device expulsion, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: as per the patient notes stated on (B)(6) 2010: patient complaints of essure came out and having heavy. Bleeding. As per the patient notes stated on (B)(6) 2012: patients essure coils came out last week. Patient received treatment for breakage/expulsion essure insertion (B)(6) 2012 (discrepancy noted)- as per mr discrepancy noted in insertion date- (B)(6) 2011 (as per current pfs) discrepancy noted in date of insertion (B)(6) 2008 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Unilateral occlusion (left tube occluded), malposition of essure device, expulsion of essure device. Pregnancy test was negative. Small cervical cysts, otherwise normal pelvic ultrasound. Unsatisfactory placement of both essure devices. There has been expulsion bilaterally on neither essure devices is present. Left fallopian tube is occluded. Right fallopian tube remains patent. Patient cannot rely on essure for birth control as the essure devices have both expelled. Pathology test - on (B)(6) 2016: final diagnosis uterus, bilateral oviducts, resection: cervix without diagnostic alterations. Serosal adhesions. Proliferative endometrium. Adenomyosis. Subserosal leiomyoma. Left and right oviducts without diagnostic alterations. Clinical information fibroids, pelvic pain. Gross description "a, white, uterus and tubes." Received is a 113-gram, 9.7 x 5.2 x 3.8 cm uterus with attached cervix. There are moderate serosal adhesions. The ectocervix is 3.1 cm in diameter and the os is patent. The endometrium is tan and up to 0.3 cm. The myometrium is pink-tan and up to 2.1 cm. There is a 2.6 cm subserosal nodule. The nodule ranges from white-tan to yellow-tan and is focally calcified. Attached to the uterus are the bilateral fallopian tubes. The left fallopian tube is 5.2 x 0.4 cm. The right fallopian tube is 5.3 x 0.4 cm. "A1 ," cervix; "/>:2. ," serosa adhesions; "a3 ," endomyometrium; "a4," uterine nodules; "a5," random sections proximal and fimbriated ends of left fallopian tube; "a6," random sections proximal and fimbriated ends of right fallopian tube. Pregnancy test - on (B)(6) 2012: negative. Ultrasound scan - on (B)(6) 2012: reveals the uterus to be normal position and in the midline. The uterus measures 5.6 cm maximum. Tundal diameter and is 10.9 cm in length. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records : pelvic pain, menorrhagia, uterine leiomyoma. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received. Outcome of events: physical pain, infection (bladder/ urinary tract/vaginal) type: vaginal/yeast infection updated as recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.